Event description:
Reportedly, during pt use, a "switched to backup battery" alarm occurred when the ac cable was removed from the ventilator. The ht70 ventilator did not recognize the power pac battery despite repeated attempts to re-install the battery. The pt was manually ventilated and switched to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, add'l pt info was not provided.